Event description:
A user facility reported a leakage at the recirculation port of the xlung kit 230. Tightening of the of the connector of the three-way stopcock did not resolve the issue. There was no patient involvement. The complaint sample was not available for product evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported a leakage at the recirculation port of the xlung kit 230. Tightening of the of the connector of the three-way stopcock did not resolve the issue. There was no patient involvement. The complaint sample was not available for product evaluation.

Manufacturer narrative:
Plant investigation: as the device was not returned and the batch number was not provided by the reporting facility, review of production and batch records for the complaint sample was not feasible. As the product was not received, the cause of this reported event could not be determined. All oxygenators are tested for leakages during process controls. It is possible that fine cracks may subsequently occur in the temperature port during transport or handling. It is highly unlikely to detect a failure in a retention sample. Therefore, the retention sample analysis was not done. Although the oxygenators are 100% leak tested, leaks may occur in few cases due to adverse environmental conditions, friction between the fibers during use, or mechanical stress during transportation. The issue will continue to be monitored.